Event description:
It was reported the implantable neurostimulator (ins) battery was depleted and the ins had turned off. The patient¿s healthcare professional (hcp) said it could have been the magnetic strip on the fridge. The patient stated this happened in (B)(6) 2014, but later stated it happened around the time the ins was replaced in (B)(6) 2014. When the hcp turned the ins back on, the patient felt a surge of relief. The ins was at 2-3 percent loft on the battery and the patient had agreed with their hcp to have both inss replaced. After the surgery the patient found that only one ins was replaced. The right side ins was replaced due to normal battery depletion. Starting 20-25 years ago, the patient had an urination problem that was getting to be unbearable. The patient had to go urgently and instantly. During the night, the patient was going a lot and they were not getting much sleep. When the patient did sleep, they were wetting the bed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0309532v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).